Manufacturer narrative:
Medical device brand name is shortened. Common device name is unknown. Unknown manufacturer, listed as (B)(4) to meet mandatory required fields. Unknown catalog number. Unknown expiration date. Unknown lot number. Unknown unique identifier number. Manufacturing site unknown, listed as (B)(4) to meet mandatory required fields. PMA/510(k) unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the customer was using the bd vacutainer® edta while also using a vad and was experiencing hemolysis.